Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was completed with the inaccuracy of 1mm to 2mm. It was noted that the site did not put screws in. It stated that the case was posted with a spine fusion, but the site ended up removing a tumor.

Manufacturer narrative:
H2-h6: a software analysis was initiated. The archive showed there were two o-arm exams each of which had 192 slices with spacing and thickness of 0.83. Also, observed there were no plans. Instruments used were stealtair spine frame, passive planar, ball 1.5. Logs and archives did not provide the evidence for the cause of this issue. The software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0,h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that after performing a spin, accuracy seemed to be accurate but became inaccurate during the case. The manufacturer representative (rep) reported another spin was performed during the case and the same issue occurred, it was accurate at first but when proceeding with the case was inaccurate by 5mm. The rep reported it was only accurate after changing the instruments screen on software, instrument, passive planar ball probe to sharp. After changing the instrument within the software, the inaccuracy went down from 5mm to 1-2mm. The rep reported a cranial frame was being used, the frame was not touched, all instruments were re-verified, and two different chicken foot probes were used. The rep reported the only other thing he could think of during the case regarding inaccuracy would be the construct could have possibly moved while attempting to take out tumor. There was no surgical delay and no impact on patient outcome.